Event description:
During index procedure, the pt had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the proximal lad and one endeavor sprint rx drug-eluting stent implanted to the mid circumflex. The following day the pt suffered a myocardial infarction (mi). The reported mi is related to the target vessel. The investigator indicated that the reported event was probably related to the study device. Reference MFR report number 9612164201101311.

Manufacturer narrative:
(B)(4). Eval results: (myocardial infarction).